Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further stated the issue "started 1 or 2 weeks ago" and reported that on (B)(6), 2013 at approximately 8:00a.m., she "felt her sugar was high because she was not feeling well" and that she "had a stroke and (her) eyes started to swell and become red". Customer did not self-treat and was rushed to the hospital on the same day where she was administered unspecified intravenous fluids, given food, and had a chest x-ray. A reading greater than 600 mg/dl was obtained in the hospital at 12:00pm, however, the customer did not know her diagnosis or if she was administered insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and test strip lot reported with this complaint is expired (feb 2012), a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the course of troubleshooting it was identified the customer was using expired test strips (29-feb-2012) to test. Customer's date of birth is (B)(6), however, year is unknown as customer refused to provide. All pertinent information available to abbott diabetes care has been submitted.